Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d4, h4, and h6. D4/h4: information added to these fields were inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. Per the photograph provided by the customer, there were no cracks on the rear end of the distal cover. (The line that looked like a crack in the photograph was determined to not be a crack from the position where it was occurring). It was unknown if there was a crack on the front end of the cover. The probable cause was likely the following: the cover was easily removed from the scope because it was not sufficiently attached to the scope. When the cover was attached to the scope, the tip side of the cover was damaged by pushing it diagonally, and the cover was not sufficiently fixed to the scope. Therefore, the cover can be easily removed from the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
An olympus sales representative had forwarded the complaint from the hospital to olympus technical support via email. No troubleshooting was performed as the issue was resolved by the hospital. The subject device referenced in this report was not returned for evaluation as it was discarded by the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that upon completion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, it was discovered the single use distal cover was torn off the evis exera iii duodenovideoscope and left in the patient. The endoscopy department was consulted to complete an ercp on a post-surgical bariatric patient requiring access by trocar due to the altered anatomy. The patient had a previous roux-en-y gastric bypass. The trocar was placed, and then the duodenoscope was passed through the trocar. The procedure was completed without difficulty with a sphincterotomy and balloon sweep. The gastroenterologist reported being diligent to have the scope at a position with no flexion or retroflexion. Upon removal of the scope at completion of the procedure, the physician and the technician noted that the distal disposal tip was missing. An evis exera iii gastroscope was then passed back through the trocar for location of the distal tip. Upon location, multiple attempts were made at retrieval and finally, a roth net was utilized to capture and remove the disposable distal tip of the duodenoscope. Upon retrieval, the laparoscopic cholecystectomy proceeded as planned with the same evis exera iii duodenovideoscope. The patient did not experience any obvious negative effects or harm other than an extended surgical time of thirty (30) minutes due to retrieval of the tip.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The provided photograph of the device was checked, and there was no crack on the rear end side of the tip cover (the line that looks like a crack in the photo was judged not to be a crack from the position where it occurred). It is unknown if there was a crack on the tip side of the tip cover. The following two points can be considered as the cause. One, the cover was easily removed from the scope because it was not sufficiently attached to the scope. Two, when the cover was attached to the scope, the tip side of the cover was damaged by pushing it diagonally, and the cover was not sufficiently fixed to the scope. Therefore, the cover could be easily removed from the scope. The instructions for use (IFU) provides the following guidelines: 7.3 attaching the distal cover (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation.